Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd connecta¿ stopcock with extension tubing there was an issue with leakage on several devices by the anti-return valve.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8212970. Our records show that this is the second instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample returned by your facility did not show any clear physical signs of leakage and was able to pass a leakage test within the parameters of specified use. However other investigations into related issue suggests that a valve port assembly leak is most likely caused by an abnormality occuring in the equipment responsible for tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode.

Event description:
It was reported with the use of the bd connecta¿ stopcock with extension tubing there was an issue with leakage on several devices by the anti-return valve.